Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during delivery in "sterile processing"; which may have interrupted delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an 810:04 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The defective pump head module was replaced to correct this condition. The user interface module software version of this pump is 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.